Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The patient was in and out of a non-sustained ventricular tachycardia and a polymorphic wide complex rhythm. There were other shock episodes which were appropriate and successfully treated. The patient had an st elevated myocardial infarction and went to the hospital cath lab for treatment. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.